Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone slices on the top cover, at the fantail, near the electrode ground and along the lead. In addition, the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some electrical test from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed cracked conductive epoxy at the feedthru pin connections at some pins. The measurements across these connections did not reveal any increased resistance. The scanning electron microscopy analysis of the electrode and array revealed damaged parylene coating was observed at an electrode wire near the case, and on an electrode wire near an electrode contact pad. These are not believed to be related to the return reason. The reported complaint of performance decrease could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The external visual inspection revealed silicone slices on the top cover, at the fantail, near the electrode ground ring and along the lead. In addition, the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Event description:
The recipient reportedly experienced decreased performance. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.